Event description:
According to the reporter: the endostitch malfunctioned while using it in the patient which resulted in the needle breaking. All of the pieces were found and there was no injury or hazard to the patient.

Manufacturer narrative:
(B)(4).